Event description:
It was reported that defibrillation therapy was delayed for an episode of ventricular fibrillation. Upon investigation, an over current detection (ocd) alert and low defibrillation impedance was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event and the patient was in stable condition. Lead insulation damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging or the revision procedure.